Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing of noise. The lead will continue to be monitored. There were no patient consequences.

Event description:
Additional information received notes that the lead was capped on aug 20, 2025.